Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however a picture attached to the complaint was visually inspected by naked eye. By the nature of the sample evaluation, no additional test could be performed. The reported condition of particulate matter was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside three (3) intravia container 250 ml capacity. The particulate was further described as a sliver of plastic. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.